Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that noise was observed with oversensing, on another manufacturer's right ventricular (rv) lead, that is connected to this pacemaker. Boston scientific technical services (ts) reviewed the event and indicated that the noise looks like a lead issue and was not related to minute ventilation oversensing. Lead measurements were stable, according to hcp. However additional information was reported from the field representative indicating that a lead safety switch was triggered for high out of range pace impedances. The patient was going to be brought in to the clinic, to reset the lead safety switch and to perform isometrics. No adverse patient effects were reported.